Event description:
The caller reported a malfunction on the pump, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.